Event description:
It was reported that implantable cardiac monitor (icm) device recorded episodes from the date of implant that showed undersensing due to loss of contact. Other episodes had oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).